Event description:
It was reported the customer received a compromised force sensor system alarm during the fill tubing process. The customer stated that insulin was shooting out at the end of their needle during fill tubing. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap appeared to be normal. Customer also reported dropping their insulin pump a few minutes prior to the alarm occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with prime error alarm during basic occlusion test due to protruded and loose drive support disk. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.